Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.1 hardware: iphone18.1 cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for longer than 48 hours. The patient reports the pod had failed to adhere and the cannula had become dislodged from the pod infusion site (arm). In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No defects were observed on the adhesive pad or its welds that would contribute to the reported adhesive complaint. The cause of the reported adhesive failure could not be determined. Inspection of the fluid path found no evidence of the reported leak.